Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2017-00039 / 00040).

Event description:
The instrument was missing from the loaner set which caused the procedure to be stopped, after the patient was already under anesthesia, and rescheduled. The procedure was successfully completed 7 days after the initial attempt.

Manufacturer narrative:
Root cause remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Investigation results concluded that the reported event was due to a distribution error, as the kit was shipped incomplete and the sales rep in the case did not receive the communication that the reported products were missing from the kit. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.